Manufacturer narrative:
Per the tandem user guide, "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, not response was received.

Manufacturer narrative:
Serious- removed.